Event description:
It was reported that the patient had endocarditis which was not likely related to the implantable pulse generator (ipg) system. The leads and competitor device were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.